Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 days after the dental implant was placed in (B)(6) site 3 in the mouth, primary stability was not achieved. Clinician reports patient had an infection, bone loss, pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported 5 days after the dental implant was placed in ada site 3 in the mouth, primary stability was not achieved. Clinician reports patient had an infection, bone loss, pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).